Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 60 mm x 6 mm sterling balloon dilatation catheter was advanced to the lesion for treatment and upon inflation, the balloon ruptured at 10 atms. The procedure was completed with a 6.0 mm symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 60mm x 6mm sterling balloon dilatation catheter was advanced to the lesion for treatment and upon inflation, the balloon ruptured at 10atms. The procedure was completed with a 6.0mm symmetry balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling monorail (mr) balloon catheter. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was the length of the balloon measuring 6 cm in length. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The tip was damaged. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).